Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed device has no response after powering on. Reported problem does not disappear after reseating the memory card. Fse replaced single board computer and hd and the system has been returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported o philips that the allura cv20 system could not boot up. The complaint device was in clinical use at the time of the event. No harm has been reported. Philips has started an investigation of the complaint.